Event description:
Nursing home pt was taken to the hosp to have the device (feeding tube) removed. Device was confirmed to be a peg tube. Tube was cut and the external part of the device was removed, but the internal bumper remained in the pt's stomach. While attempting to remove the bumper portion via endoscopy, the pt's esophagus was lacerated and bled. Physician reported that the bumper portion was hard and stiff, and he was unable to remove it. Pt was transferred back to the nursing home where their stools are being examined for passage of the bumper portion.